Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, crack opening, curved opening. A leak test was performed and were found two openings. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis, the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve. A curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.